Event description:
Customer states there is a leak between inner and external cannula, disconnection very easy between inner and external cannula. The pt was recannulated.

Manufacturer narrative:
The lot number is unk, therefore the date of mfg cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.